Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 47x 85 mm abdominal aortic aneurysm. The proximal neck was 28-29 mm in diameter and distally it was 28-29mm, the neck length was 20 mm, the diameter of the right common iliac artery was and the left common iliac was 17mm, the diameter at the left bifurcation of the internal iliac was 17mm, the minimum diameter of the external iliac arteries bilaterally was 9mm. It was reported that the bifurcated stent graft was attempted to be inserted from left approach; however, it was unable to be inserted due to stenosis which was caused by calcification at the origin of left external iliac artery. The device was inserted and deployed through the right femoral artery. The contralateral limb was inserted from the right side; however, it got stuck at the same stenosis location and was removed from the patient. Another manufacturer¿s pta 6x20 balloon was used to dilate the vessel and the insertion was attempted; however, the delivery system could not advance. The procedure was completed with two stent graft from another manufacturer from the contralateral side on the left iliac artery. An angiogram was performed and showed a proximal type I endoleak which required an aortic cuff to be implanted, but a minor endoleak remained. No further intervention was performed and the patient will be monitored. The physician commented that the insertion difficulty was due calcification at the access site. The endoleak was difficult to deter mine whether (proximal type I or a type IV). The patient will be monitored.